Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
This report addresses the connection issue with titanium adapter. The doctor reported to baxter that the patient connector was not connected to the titanium adapter during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Additional information: the titanium adapter reported in this complaint is not manufactured nor distributed by baxter. Baxter does not have reporting responsibility for this product and no further information is available for this product or event.